Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Manufacturer narrative:
The research and development department (r&d) reviewed the provided trace copy submitted to us and the provided response and found from a technical point of view, there is no indication of a product malfunction. Result: from a technical point of view the tracings look correct. There is no indication of equipment malfunction. Investigation summary: a philips field service employee retrieved the log and configuration files from the device and provided these to r&d for analysis. R&d confirms that several device configuration settings were adapted by you to meet your needs. It was noted that the acoustical ccv inop warning was enabled to sound immediately with minimum volume of ¿4¿. The error log did not contain entries related to any device malfunctions. The following equipment was involved as documented on the header of the fetal trace (collectively, the ¿equipment¿): m2705a avalon fm50 fetal/maternal monitor, serial number: (B)(4), software revision j.30.59 (the ¿monitor¿). M2736a us transducer, serial number: (B)(4), software revision a.06.31 (the ¿us¿). M2734b toco mp transducer, serial number: (B)(4), software revision a.06.31 (the ¿toco mp¿) the trace recording, log and configuration files from the device were examined by the philips research and development department (¿r&d¿) and the results were as follows. R&d confirms that all of the equipment functioned as specified and that no malfunctions were identified. Fetal trace analysis: r&d has reviewed and analyzed the copy of the fetal trace in detail. The trace starts on (B)(6) 2015, 23:25, and ends on (B)(6) 2015, 00:52. Summary: the toco mp correctly documented the maternal pulse rate which went up above the fetal heart rate during pushing (2nd stage of labor). During contractions the ultrasound transducer picked up a maternal signal (¿maternal switching¿ artifact). This was confirmed by the spo2 sensor applied shortly after midnight. Later the ultrasound transducer continuously recorded a maternal pulse rate, as indicated repetitively by the question marks on the trace (cross-channel verification = ccv). Details: paper grid and page numbers are not visible on the trace copy provided (brightness/contrast too high). A separate copy of the trace header showed equipment information (serial number, software revision) as documented above, printed at 21:21. International paper scaling with paper speed 3 cm/min has been used. Page 1 of the trace copy starting around 23:25: the records show that the us and toco mp transducers were plugged in, but only the us trace is visible on the trace copy. Movement bars are printed (fetal movement profile = fmp). In the 2nd stage of labour these movements mostly are of maternal origin. Page 2: the toco and mp recordings are starting. Between contractions the maternal pulse is 20 to 30 bpm below the fetal heart rate. During uterine contractions (pushing) the maternal pulse goes up above the fetal heart rate and the ultrasound temporarily switches to the maternal rate, indicated by the toco mp trace. Pages 3 to 5 starting at around 23:39: uterine contractions with pushing continue with strong maternal pulse rate accelerations. A uterine contraction may result in moving the fetal heart temporarily out of the us beam, and the signal from a maternal vessel can be picked up during this time. The cross-channel verification (which is indicated by ccv question marks on screen and on top of the recording) correctly indicated that the us and toco mp picked up a signal from the same source, i.e. Maternal. Between contractions the ultrasound returns to the fetal signal. Page 5: after 23:53 the ultrasound almost continuously records a maternal signal. Ccv warning is given repeatedly. Page 6: at 00:02 the records indicate that a spo2 sensor has also been applied to the patient which automatically replaced the maternal pulse trace from toco mp. The trace patterns shown by the spo2 sensor are consistent with the trace patterns previously recorded by toco mp. This confirms that toco mp has correctly picked up the maternal and not the fetal pulse rate. Note: toco mp can pick up a fetal pulse rate only if a fetal artery is extremely close to the optical sensors of the transducer. Pages 7 to 13: the fetal monitor correctly gave ccv warning as documented on the paper. During a heart rate coincidence condition the affected heart rates are marked on the fetal monitor screen with a question mark. In addition an acoustical inop is given (software revision j.30). Pages 9, 11, 13: ccv warning is given although only the ultrasound trace is printed: spo2 had signal loss (not applied to the patient?) And the maternal pulse trace (toco mp) on the recorder had been manually switched off. The ccv feature continues to work even if the mp trace recording is disabled. Accordingly, the tests and analysis performed by r&d confirm that the device worked as specified. There is nothing in the records to indicate any device or equipment malfunction. The baby died at birth. The customer would like to know if m2705a avalon fm50 fetal monitor s/n: (B)(4) worked properly. The m2705a avalon fm50 fetal monitor s/n: (B)(4) was used at the time of the stillbirth for monitoring. After fetal trace analysis per r&d, no indication of any malfunction was found. The m2705a avalon fm50 fetal monitor s/n: (B)(4) remain at the customer site. There is no indication of any m2705a avalon fm50 fetal monitor malfunction. The device was not contributory to the reported stillbirth. The cause of the baby's death is unknown. No further investigation or action is warranted. (B)(4).

Event description:
The customer reported "using m2705a avalon fm50 fetal monitor with m2734b avalon toco mp transducer, were getting coincidence alarm due to maternal pulse the same or close to fetal heart rate hr, using m2736a avalon us transducer. The baby died at birth".